Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. An internal and external visual inspection was performed with no abnormalities noted. . The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted. During review of the event history log, the reported unknown alarm was identified as a check lines and bags alarm. The direct cause of the problem was undetermined. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a system alarm on the homechoice (hc) device during fill 1, leading to a need to exchange the hc device. The hp was connected at the time of the event. During troubleshooting, it was noted that the hc device had been alarming on a nightly basis. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.